Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
Per independent repair center, the product was returned and evaluated (B)(4). The results of the return evaluation/key failures are: manifold/leaking/alarming. Per the original complaint description the unit was not alarming. However per the evaluation the unit alarmed, therefore this is not a reportable event to the FDA.

Event description:
(B)(4) - per independent repair center, the product was returned and evaluated (B)(4). The results of the return evaluation/key failures are: manifold/leaking/alarming. (B)(6) 2015 - customer alleged the alarm light will not go off.

Event description:
Customer alleged, the alarm light will not go off.